Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. First there was an air detected in cassette warning, so patient reset up with new supplies and then there was a balloon valve leak alarm during drain 1. Patient stopped treatment and found fluid in the pump module area of the cycler and fluid on the external part of the cassette. In a follow up, the patient's pd nurse verified that there was no harm, intervention or adverse event due to the fluid leak. The patient did get a new cycler. The old cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. First there was an air detected in cassette warning, so patient reset up with new supplies and then there was a balloon valve leak alarm during drain 1. Patient stopped treatment and found fluid in the pump module area of the cycler and fluid on the external part of the cassette. In a follow up, the patient's pd nurse verified that there was no harm, intervention or adverse event due to the fluid leak. The patient did get a new cycler. The old cycler is available to return.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indication of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette valve actuation test failed. Failure traced to hp5 filter being clogged with fluid. Replaced hp5 for further testing.valve actuation test passed.vacuum test failed. Vacuum display value reads 530 mbar indicating fluid is present in hp filters.vacuum test passed. Post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Fluid in the hp2 filter is a related failure to the m31 air detected in cassette warning alarm.there were not discrepancies encountered with the mushroom heads.the device history record did not reveal issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.